Event description:
It was reported that the insulin pump alarmed battery out limit, which could not be cleared. The customer's blood glucose was 143 mg/dl. The customer also stated that the keypad of the insulin pump was unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded escape, act and down button on keypad traces. The insulin pump is with normal operating currents and the battery alarm functioned properly. No battery out limit noted. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.